Event description:
Edwards received notification that this (B)(6) patient with a 27mm carpentier magna valve implanted in the mitral position has been placed under consideration for a valve-in-valve procedure after an unknown implant duration due to stenosis. A sapien3 will be implanted in replacement. CT angiography analysis for valve-in-valve in the mitral position was received, however the nature of the failure could not be determined with the provided images. Despite repeated attempts to receive further information regarding this event, no additional information was received from the customer.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 60 year old patient with a 27 mm carpentier magna valve implanted in the mitral position has been placed under consideration for a valve-in-valve procedure after an unknown implant duration for unknown reason. A sapien3 will be implanted in replacement. CT angiography analysis for valve-in-valve in the mitral position was received.